Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of a disposable cassette looked pressed in. It was stated that there was no damage noted to the box or overpouch and that the tip protectors were in place and unbroken. The product was stored at room temperature. It was reported that there were no obvious signs damage or unusual things noted about any of the supplies there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device-device interaction testing. All functional tests passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.